Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Per tandem's user guide: if you drop your t:slim x2 pump or it has been hit against something hard, ensure that it is still working properly.

Event description:
It was reported that the pump was dropped, and subsequently a malfunction alarm occurred. Customer's blood glucose level was 261 mg/dl. Reportedly, the customer reverted to a backup pump for insulin therapy.